Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR reports # 1627487-2013-12819, 1627487-2013-12821. It was reported the patient experiences discomfort at the ipg site and believes it is due to the ipg migrating (reference MFR report # 1627487-2013-02397). The patient also reported she only experiences effective stimulation coverage when she is standing. Reprogramming was unsuccessful. The x-rays showed no anomalies. The physician is not planning any intervention at this time. Note: the patient has two leads with different lot numbers. Both leads are being reported.